Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump was experiencing a no-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/01/2014 with the following findings: an inexplicable power-reboot event, which can be indicative of the type of power issue that was reported, was observed in the black box data from a date subsequent to the alert date. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Evidence of moisture ingress was found inside of the battery compartment. The returned battery cap was free of damage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no evidence of internal damage or defect was found. The relation of the aforementioned device failures to the reported no-power issue can not be determined, as the reported no-power issue would have to be duplicated to determine such.